Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 490 mg/dl. Customer mentioned feeling lethargic customer has treated with the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. The high pressure test was also conducted and passed. The cannula was noted to be occluded. No further information reported.